Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was alarming for loss of prime at least once daily. The reporter alleged that the pump seemed to alarm for loss of prime when bumped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a pump not primed warning. The pump rewind, load, and prime steps were completed successfully with no alarms. The force sensor calibration tested to be accurately detecting force at five pounds. The pump was exercised for 24 hours with no duplicated loss of prime alarms. The pump case was removed and no damage was observed to the force sensor circuit. Unrelated to the complaint, the display screen appeared dim with discolored text.